Manufacturer narrative:
In this MDR, bd corporate headquarters in (b)() has been listed as (B)(4) is an (B)(4) manufacturing site. PMA/510(k) #: exempt. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® contact-activated lancets weren¿t activating during use. No serious injury or medical intervention reported.